Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperkalemia. The patient's blood glucose levels reached 679 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, vomiting, lethargy, and dehydration. The patient was treated with an insulin drip, saline and potassium fluids, humalog, zofran, tylenol and motrin. The pod was worn at time of admission. It was reported that the patient's personal diabetes manager (pdm) stopped working and would no longer power on in order to deliver insulin. The patient remained in hospital at time of the call as the physician would not discharge the patient until a new pdm was received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.